Manufacturer narrative:
Event description updated, other relevant history added, device available for eval updated; date returned to MFR added, device/component codes updated, device returned to MFR updated; device evaluated by MFR added, method codes and result codes added; conclusion codes updated. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: joules used: 276,600, time expended: 37:09 minutes, the fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during bph procedure, the fiber was observed to be forward firing. The fiber was exchanged, and the procedure was completed using a second fiber. No patient injury was reported.